Manufacturer narrative:
Continuation of d10: product ID: afr-00001 (lot: 0012999602) product type: catheter product ID: afr-00001 (lot: 0012988536) product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that prior to the transient block of atrioventricular conduction heart block, a temperature sensor error in electrode p4 was displayed, and noise was present in electrograms from electrode p4. Connections were checked and replaced, but the error persisted. The catheter was replaced, which resolved the error. It was noted that while the error was present, ablation could not be performed, but mapping and recording of electrograms were possible, except for electrode p4, which displayed noise and was excluded from the map. After the catheter was replaced, a temperature sensor error was identified specifically with electrode p2, which displayed an error in temperature readings and produced electrogram noise. The catheter allowed mapping but did not permit ablation with either pulsed field (pf) or radiofrequency (rf). The connections were checked and replaced, but the error persisted until the catheter was replaced, which resolved the issue. After the catheter was replaced a second time, the patient then experienced a transient block of atrioventricular conduction heart block.

Manufacturer narrative:
Correction: h6 [annex a and annex d corrected] product event summary: eight image files, three video files, and patient data files were returned and analyzed. The first image showed the last radiofrequency application and mapping of the heart. The second image showed multiple pulsed field ablations. The third, fourth, and fifth images showed mapping of the heart. The sixth image showed his signals. The seventh image showed atrioventricular dissociation and mapping of the heart. The eighth image showed application 26 and mapping of the heart. All three videos also showed mapping of the heart at different timestamps. Review of the patient data files (log files) showed timestamps and errors related to the procedure. The reported "temperature issue" was observed in the log files. In conclusion, the reported clinical issue of heart block occurred during the procedure. There is no indication of a relation of the adverse event to the performance or malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere9 device for pulsed field ablation in the septal-infero-basal region of the left ventricle, a transient block of atrioventricular conduction heart block occurred. The lesion was reportedly performed more than 2.5 centimeters from the his conduction system, but the block was still observed. The patient was under general anesthesia and had a previously implanted implantable cardioverter defibrillator, which immediately started pacing when the event occurred. The conduction was restored after a short period, no injury occurred, and no further measures were taken. The procedure was completed with no impact, and the patient remained alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.